Event description:
New information noted that the lead was capped and replaced on 10/07/2019 due to low impedance, high capture threshold and lead noise. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction: adding signal artifact code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, several noise detection, high ventricular rate, episodes were noted on the right ventricular lead. Myopotential oversensing tests could not reproduce the oversensing. A drop in lead impedance was also noted. No intervention was performed.